Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using the stago method. The customer tested on the meter at 11:04 a.m. With a result of 5.1 inr. The result from the laboratory at 1:00 p.m. Was 3.2 inr. The customer tested again on the meter at 4:11 p.m. And the result was 4.8 inr. The customer thinks the result from the laboratory was correct. No adjustments were made to the customer's warfarin dosage based on these results. No medical treatment was required. No adverse event occurred. The customer is not feeling well. The customer's therapeutic range is 2.5 - 3.5 inr. The customer may be anemic. The customer is not on direct thrombin inhibitors. The customer is not taking any new medications and has had no diet changes. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Retention test strips (297787) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Roche diagnostics has issued a recall for this issue.